Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/ lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument exhibited unnatural motion, in that the user could not close the instrument jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: due to its privacy policy the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "the operator cannot close the jaws". The instrument was found to have a dislodged grip cable at the proximal end. The dislodged grip cable is due to the cracked input disks. The common cause of this failure is attributed to the cracked input disks. Additional observation related to the customer reported complaint: the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. Common causes of this failure of cracked instrument input disks are typically attributed to the user. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Additional observations that were not reported by the customer: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The common cause of this failure is attributed to component failure. The instrument was found to have thermal damage on the bipolar yaw pulley near the base of the grip. The common cause of this failure is typically attributed to the user. A review of the instrument log for the fenestrated bipolar forceps (part #471205-17 / lot #k11211122 0623) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a prostatectomy radical w/lymphadenectomy procedure performed by console surgeon roberta de stefano via system serial #(B)(4). There was 1 use remaining after this last usage. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed the instrument had thermal damage on the bipolar yaw pulley. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.